Event description:
There was an electrical burning smell coming from this unit during a cataract extraction procedure and then the phaco handpiece being used quit working. The unit and handpiece worked fine 1 hour later when the biomedical technician checked the equipment.